Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during surgery that the lens was opened and delivered to the sterile field. The device was primed/filled with non company viscoelastic, the lock-out assembly was removed, and the lever depressed to slowly advanced the plunger and lens forward. The leading haptic was noted to stay straight/not fold in on itself. As this issue has happened before, the surgeon decided to proceed with implantation. The cartridge was inserted into the 2.4mm main wound, and the lens started to advance into the patient¿s eye. The straightened leading haptic did not fold inward with insertion, and it ended up on top of the anterior portion of the capsule. With the aid of a non company hook, the surgeon was able to carefully move the leading haptic into the capsule although the leading haptic remained straightened and would not rotate/bend inward. As the lens was inserted hallway through the main wound, the surgeon decided to remove the lens. Using a pair of smooth tying forceps, she tried to remove the lens by the trailing haptic. As the haptic broke off, during the attempted removal, the surgeon grabbed the lens and was able to remove it from the patient¿s eye. The surgeon requested that staff open another lens, and the new lens was inserted without complications.

Manufacturer narrative:
The product was returned for evaluation and the reported broken haptic was confirmed. The reported straight leading haptic could not be confirmed. Iol (intraocular lens) returned adhered to the outside of the carton. One haptic is broken/torn and adhered to the optic surface with solution. The optic is scratched/marked rejectable. No device returned. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated product. Based on the information received and with the lens returned outside of the device (no device returned), the investigation could not determine the root cause for the reported complaint leading haptic was straight. The presentation of straight leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or bss (base salt solution) in the delivery system. Material properties of non-qualified ovd (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degree c (64 degree f) to 23 degree c (73 degree f). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. In addition to the above, IFU instructs: if the leading haptic is straight or looped and extended in front of the lens, rotate device clockwise to bevel left before advancing plunger to ensure the leading haptic is correctly placed in the capsular bag. In order to ensure that the lens unfolds anterior side up within the capsular bag, rotate the device back to center or slightly bevel right as the optic exits the nozzle. The root cause for the reported broken haptic appears to be due to attempted removal from the eye by hcp as stated in the file. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).